Event description:
The patient received a vibratory alert and presented at the hospital. The device was found to be in back-up mode and was unable to be interrogated. The device was explanted and replaced and the patient was in stable condition.

Event description:
Additional information was received indicating the event occurred following device implant. Prior to hospital discharge, a vibratory alert was noted. The device was found to be in back-up mode and was unable to be interrogated. The device was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
Additional information: the device was received in back-up vvi mode with defibrillation therapy available due to event queue overflow. The event queue overflow occurred due to an anomaly with the radio-frequency (rf) module. Further testing was performed and the firmware was downloaded. The device functioned normally during testing. The reported event was confirmed.